Event description:
It was reported by repair work order that the customer alleged that while attempting to unload unit with patient the power load did not jog up and got stuck while pulling out.

Manufacturer narrative:
Trolley.